Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient it was reported that the patient was unable to void, went to the hospital and they were catheterized and patient emptied 500ml. (B)(6) 2018, patient reported device malfunction when trying to adjust stimulation as the device was jumping numbers and uncomfortable until they finally got it to stop. They also started that they device was unplugged and was not able to collect data, they plugged it back in and it was working. No further complications were noted or anticipated.